Event description:
Additional information was received after a review by cardiomems engineering that it was confirmed that the patient's sensor is not dampened and the sensor was unlikely to have migrated. However, due to the continued sensor data inaccuracy as well as the inability to recalibrate the sensor in the lab, the patient's health care provider has advised that the patient will no longer be asked to transmit readings.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a right heart catheterization was scheduled to check the cardiomems sensor pressure accuracy on (B)(6) 2025. The procedure was abandoned after access attempts were unsuccessful due to patient anatomy. The procedure was rescheduled and was successfully completed on (B)(6) 2026. The sensor baseline has not been recalibrated. Angiogram imaging during the (B)(6) 2026 confirmed the sensor had potentially migrated slightly distally within the left pulmonary in comparison to the implant location and remains within the pulmonary artery. The device is still providing adequate pulmonary pressure readings.